Event description:
It was reported that during right ventricular leadless pacemaker (rvlp), tissue lodged in helix of device after several fixations. The device was unable to implanted and the procedure was completed using an alternate rvlp on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The device was returned for evaluation due to inability to implant. The complaint could not be confirmed. Final analysis found no anomalies. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.